Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and fever. On (B)(6) 2010, the patient was hospitalized. The patient was treated with cefazolin "1 g x 2 g/day" and gentamycin "40 mg x 80 mg/day". The cause of the peritonitis was contaminated water sources. Pd therapy was ongoing. The peritonitis was resolving. It was unknown whether the fever resolved.

Manufacturer narrative:
(B)(4). The patient was approximately (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.